Manufacturer narrative:
Intuitive has received the single site fundus grasper instrument associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a dislodged grip tip. The dislodged part was returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. Additional observation not reported by site that is related to the primary failure: the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.19¿ x 0.278¿ in size. This failure caused the grip tip failure of the instrument. The root cause is typically attributed to the mishandling/misuse, such as excess force applied at the instrument tip. The instrument will be transferred to engineering for further investigation. No image or video clip for the reported event was available for review. A review of the instrument log for part #: 478058-04 / lot #: n10211129-0003 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) with 3 lives remaining for a cholecystectomy procedure. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. No image or video clip for the reported event was available for review. This complaint is being reported based on the following conclusion: it was alleged that the single site fundus grasper instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that one of the jaws of the single site fundus grasper instrument fell off into the patient. The fragment was retrieved. The procedure was completed with no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: the fragments were retrieved by using a grasper instrument. All fragments were retrieved, which was confirmed via a visual confirmation of the parts. There were no additional procedures required. There were no post-operative tests performed. The surgeon believed the instrument being weak, damaged, caused the issue. It is unknown how long the instrument was in use. The instrument was inspected prior to use, with no abnormalities found. The gallbladder was being grasped at the time of the reported issue. There were no issues found with the instrument's functionality during the procedure. The instrument did not collide with any other instruments or hard material during the procedure. The suspected instrument was removed during the procedure, prior to the breakage. The wrist was straightened prior to removal. The staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula. Additional damage was not noticed on the instrument after the reported issue. There was no patient injury. The patient has not returned to the hospital for post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fundus grasper instrument associated with this complaint and completed the investigation. Advanced failure analysis confirmed the initial findings from failure analysis. A closer look was taken at the distal clevis break. It was observed that there were no cracks or holes at the break, indicating it is unlikely that the break was due to a manufacturing issue. The root cause of the dislodged grip tip and broken distal clevis is attributed to mishandling/misuse.